Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had not used the stimulator for 4-5 months because it did not do anything for patient and patient wanted it removed. Patient stated when she turned the stimulator up it made her feet curled up and spasms on the right side where the device was implanted. Patient also started she never could do anything with it and that she was frequently going and having problems. Patient also reported that she felt like going to the bathroom but she did not go to the bathroom and sometimes has to press down on bladder in bladder in order to go to the bathroom and that it gotten worse since device was implanted. No further complications were noted or anticipated.